Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 24-feb-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal compounded baclofen (concentration and dose unknown) via an implanted pump for intractable spasticity and multiple sclerosis. It was reported the event/difficulty occurred on (B)(6) 2018 during normal use. A cerebrospinal fluid (csf) leak occurred and was fixed. There were no known environmental/external/patient factors that may have led or contributed to the issue. It was noted surgery was performed around the catheter to fix the csf leak. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event were unable to obtain, not available. The patient¿s weight and medical history were asked, but unknown. No further complications were reported/anticipated or expected.